Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a pulmonary vein isolation ablation procedure. At the end of the procedure the patient experienced a drop in blood pressure. A echo was performed and a pericardial effusion was noted. Pericardial drain was performed and the procedure was completed with no more patient complications being reported.